Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) (B)(4) alleging the onetouch veriopro meter read inaccurately compared to another device. The patient reported blood glucose results of "275 mg/dl" with the subject meter and "152 mg/dl" on another meter, performed within 30 minutes of each other. The patient did not experience any symptoms or seek any medical attention because of the reported issue. As the results fell outside expected values for meter to meter accuracy testing, this complaint is being reported.

Manufacturer narrative:
(B)(4). Device evaluation: the meter and test strips involved with this complaint have been returned and evaluated by lifescan product analysis on (B)(4) 2012 respectively with the following findings: the meter passed all testing with no faults found. The test strips were also tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. Device returned to mfg date: test strips - (B)(4) 2012. Meter - (B)(4) 2012.

Manufacturer narrative:
The meter and test strips have been returned to lifescan on (B)(4) 2012 for evaluation. The evaluations of the products have not been completed; therefore, no conclusions can be drawn at this time. Once the evaluations of the products are completed, a supplemental report will be filed.